Manufacturer narrative:
On december 31, 2020 mentor became aware that the expiration date in the b5 recorded mistakenly as (B)(6) 2020. Manufacturer¿s reference number: (B)(4) the correct date of explantation is (B)(6) 2010.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. This pc is the prior event to: manufacturer report number:1645337-2020-13806. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent primary breast augmentation with a mentor siltex round moderate profile 175cc saline prosthesis experienced left sided deflation post procedure. The patient experienced major asymmetry issue due to the left deflation. As a result, replacement with cat#: 3501645, sn#: (B)(4) was performed on (B)(6) 2020.